Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had not checked the system, but she understood the therapy to be working according to the health care professional. The patient had good coverage after implant, but that had changes since her falls. The patient stated that she had fallen twice. Dates of the falls were shortly after implant and then maybe a couple of weeks prior to the report. It was noted that the therapy had not been good since the falls. The reporter noted that the impedances were normal and that the health care professional would do an x-ray on the following day and possible revision would be scheduled if needed. It was noted that the health care professional planned to do an exam under fluoroscopy at an unknown date. It was noted that there was no concern of infection. It was noted that the patient had been taking benadryl three times a day since august. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).